Event description:
Hospitalized due to diabetes ketoacidosis. Customer stated that the insulin pump underdelivered insulin. Customer passed out and taken to hospital. Admitted to ICU. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.